Event description:
On may 12, 2006 the lay pt contacted lifescan alleging that she was unable to change the code on her one touch ultra meter. The medical affairs specialist (mas) sent a letter to the pt after attempting to contact by phone on two different times. The pt told the customer service agent (csa) that, as a result of being unable to code the meter, she went to a clinic to have her blood glucose level tested. In 2006 at 5:00 pm a result of 217 mg/dl was obtained on the clinic meter while the pt felt lightheaded and sweaty. The pt was treated with a larger dose of oral medication; the specific medication name and dose were not provided. No info was provided regarding the pt's usual diabetes treatment regimen. The csa discovered that the pt was attempting to change the meter code number incorrectly by pressing the "m" button. The csa assisted the pt with changing the meter code number and resulved the issue. The meter, test strips, and control solution were replaced. The complaint is reported because the pt did not test with her meter because she was unable to change the meter code number. She experienced symptoms while hyperglycemic and received treatment with oral diabetes medication from a health care professional.